Manufacturer narrative:
Corrected data: e2 (an answer was selected in error on the initial report). H10: per the customer¿s response, there was no deviation from instructions for use on reprocessing steps for the c-cover and a-rubber glue. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material at the c-cover and a-rubber glue could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending angle in left direction did not meet the standard value due to wear of angle wire, the image of the objective lens had a dark area partially due to a scratch, the flexibility adjustment ring, the grip, the scope connector cover, the scope connector case, the objective lens, the connecting tube, all had a scratch, the air/water cylinder, and the suction cylinder both had no color, and the universal cord had a wrinkle. It is most likely that the reported fault was likely a result of insufficient reprocessing. Follow-up attempts were made to the customer regarding reprocessing steps prior to the device being returned. The customer reported that the device was reprocessed as per the instructions for use (IFU). As for the foreign material found on the device, the customer stated that the peracetic cartridge swab releases such a substance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, the plastic distal end and the adhesive on the bending section cover both had foreign object. This medical device report (MDR) is being submitted to capture the reportable malfunction(s) found during the evaluation. There was no patient involvement.